Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n (B)(6), revealed: complaint unverified. Analysis pdf is yet to be updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for the past couple weeks, patient has noticed recharger paddle getting hot when recharging ins. Caller stated patient reported this is more than just the normal expected warmth, they are having to stop recharging the ins to let the recharger cool down. Caller stated they met with patient yesterday for reprogramming and patient's recharging duration has been the same since before and after the heating started. The caller was not with the patient. A request was sent to the repair department.